Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
Correction: the correct date of awareness is december 15, 2022 ; not december 16, 2022 as previously reported. This reported is submitted on january 27, 2023.

Manufacturer narrative:
This report is submitted on january 20, 2023.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2022.